Manufacturer narrative:
UDI: (B)(4). The catheter was evaluated and the following observations were noted. The catheter material was mashed on the distal end. The device passed the electronic, noise, linearity/hysteresis and signal drift tests. Device history records (dhrs) were reviewed and no anomalies were found. The root cause is unable to be confirmed. No further investigation or corrective action is anticipated.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after the procedure when the patient was sent to ward and reconnect the microsensor with the icp and the icp showed the pressure was from -6mmhg to 1mmhg. The physician estimated that the pressure should be above 20mmhg. Therefore he changed with another icp, the pressure showed was still 1mmhg. There was no delay and no adverse consequences.